Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was not provided. On 22-feb-2019 the patient reported that he had a partial revision of the pump on (B)(6) 2016. Per the patient, his ex-wife thought that he had a gun on (B)(6) 2016 and when "they" went to grab said gun, it was actually his pump. During the revision, his pump was removed; they did something with the catheter ¿at the point where the plastics change¿; and then the pump was re-implanted. No further complications were reported/anticipated.